Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, the keypad buttons are not responsive and the buttons are hard to push. Customer also indicated of calibration errors. The customer's blood glucose reading was 202mg/dl at the time of incident. Customer was advised to contact their doctor and customer indicated that they would call back later to further troubleshoot. No further details provided.